Manufacturer narrative:
Customer technical support (cts) was told by customer that the source of the leak appeared to be in the vicinity of pinch valve pv49. A field service engineer (fse) evaluated the instrument on 07/31/2015 and found and replaced tubing, with a hole in it, at pinch valve pv49 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported that approximately 50 ml of clear fluid leaked from a coulter hmx hematology analyzer with autoloader and was not contained within the instrument. The leak was discovered while troubleshooting instrument generated diluent comparison out of limits error messages. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.